Manufacturer narrative:
Zimvie did not receive one (1) tsv4b11 (imp,tsv,4.1mm,sbm,11.5) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1253134. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253134 for similar events and no other complaint was identified. Review completed utilizing keywords: (complaint category keyword: ¿dental: medical: allergic reaction¿). The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) rev 4, the most likely root cause determined from the investigation was patient factors/possibly user caused. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient had implant placed and restored. Began having systems, facial pain, rash. Was tested and found to be allergic to titanium. Implant was removed. Additional appointment required to place zirconium. Symptoms as a result of the event: pain and rash.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided.